Manufacturer narrative:
In (B)(6) 2020 on a chest CT the radiologist noted that there was a kink in this lead. However, review of the lead function was fine so no action was taken. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between (B)(6) 2019 and (B)(6) 2020, recorded the rv pacing threshold initially at 0.7 v before it started to rise in the beginning of (B)(6) 2020 onto 2.4 v in the end of the recorded period. The rv pacing impedance was initially recorded at 500 ohms before it fell onto 200 ohms in the middle of (B)(6) 2020. The rv sensing amplitude was initially recorded at 17 mv with a trend falling onto 7.5 mv in the end of the recorded period. The analysis of the provided iegm episodes revealed artifacts on the ff and rv channel, which led to the reported oversensing as well as inappropriate ICD charging cycles. The analysis of the provided x-rays showed the lead in the implanted state with a lot of slack and a large curve in the right ventricle. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 40 months, oversensing on the ventricular channel was reported.

Event description:
After an implantation period of approx. 40 months, oversensing on the ventricular channel was reported.